Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. During lead prep, it was observed that there was lead on lead binding, so the decision was made to extract the right atrial (ra) lead as well. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 11f tightrail sub-c rotating dilator sheath on the ra lead, advancement was made to the innominate/superior vena cava (svc) junction. Using the same tightrail on the rv lead, progress was made to the same area, when the patient¿s blood pressure dropped. A small effusion was detected via transesophageal echocardiogram (tee), and rescue efforts began, including rescue balloon and sternotomy. Venogram was performed, and no injury was discovered; however, it was suspected that there was a small perforation to the ra that healed itself (MDR #3007284006-2025-00147). The patient was given blood products, and the decision was made to abandon the extraction procedure, with plans to implant a medtronic micra leadless pacemaker at a later date. Attempts to unlock the lld ezs were unsuccessful; therefore, the ra (MDR #3007284006-2025-00147) and rv (MDR #3007284006-2025-00148) leads, along with the lld ezs, were cut/capped and remained in the patient. The patient survived the procedure. This report captures a portion of the lld ez within the rv lead that was cut and capped, and remained in the patient.